Event description:
Initial reporter indicated that when he performed a system diagnostic test after turning the patient's output current to 2.25 ma he discovered a 7/limit/high. There was no report of trauma or manipulation prior to the reported event. The physician felt that there was something wrong with the lead as prior to their high impedance the patient's sternocleidomastoid muscle would visibly twitch with stimulation but it no longer did so. Good faith attempts will be made for further details about the reported event.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.